Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had been vomiting since 4:00 pm on (B)(6) 2021 and had been unable to eat or drink fluids. She was not feeling well and attributed her symptoms to a stomach flu. A bg was not performed as the cgm displayed values between 9.5 mmol/l ¿ 11.5 mmol/l and she was confident the cgm values were correct. At 9:00 am on (B)(6) 2021, the patient called emergency medical services (ems) as she continued to vomit. Ems arrived and treated the patient IV fluids (saline) and transported her to the hospital. In the emergency department (ed), a bg was performed which was 28.4 mmol/l; however, the cgm displayed 9.7 mmol/l. The patient was treated with an anti-nausea medication (zofran) and IV fluids (six bags of saline). The patient was informed she was on the medical threshold of diabetic ketoacidosis (dka). At the time of the report, the patient was in the ed receiving IV fluids (saline) and waiting blood test results. It was reported the patient was released from the ed later that day. At the time of the report, that patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. (B)(6).